Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently medically confirmed), and describes the occurrence of pelvic pain ("pelvic pain"). In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo a confirmation test"). The patient had a medical history of multiparous. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, she experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013, she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, she was found to have weight increased ("weight gain"). In (B)(6) 2017, she experienced tooth fracture ("broken teeth") and dental caries ("decaying teeth"). In (B)(6) 2017, she experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2018, she experienced constipation ("gi conditions: constipation"). In (B)(6) 2019, she experienced cyst ("cyst"). Essure was removed in (B)(6) 2021. An unknown time later, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), visual impairment ("vision problems") and dyspnoea ("complications or problems that occurred, at the time of your essure placement, trouble breathing"). And was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with aspirin (cardio) (acetylsalicylic acid) and ibuprofen, as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered, abdominal pain, abdominal pain lower, back pain, constipation, cyst, dental caries, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, pelvic pain, tooth fracture, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure administration. The reporter commented: received treatment for pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic, abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Discrepancy noted, in date(s) of insertion: (B)(6) 2013. Discrepancy noted, in date of insertion (B)(6) 2013. Both ostia visualized. Left ostium with 2 coils seen, right ostium with 3 coils seen. As a result of essure, this plaintiff suffered from severe and permanent injuries. Quality safety evaluation of ptc: for essure, no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo a confirmation test"). The patient had a medical history of multiparous. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2013 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014 she was found to have weight increased ("weight gain"). In (B)(6) 2017 she experienced tooth fracture ("broken teeth") and dental caries ("decaying teeth"). In (B)(6) 2017 she experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2018 she experienced constipation ("gi conditions: constipation"). In (B)(6) 2019 she experienced cyst ("cyst"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), visual impairment ("vision problems") and dyspnoea ("complications or problems that occurred at the time of your essure placement-trouble breathing") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with ibuprofen and aspirin (cardio) (acetylsalicylic acid) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, cyst, dental caries, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, pelvic pain, tooth fracture, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure administration. The reporter commented: received treatment for pain- chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic, abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Discrepancy noted in date(s) of insertion: (B)(6) 2013. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Both ostia visualized. Left ostium with 2 coils seen, right ostium with 3 coils seen as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: summons received. Case became serious incident. Essure removal date & details updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.